Event description:
It was reported that 8 bd micro-fine¿ pro pen needles experienced the cannula breaking off. The following information was provided by the initial reporter: np needle broken.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.